Event description:
The customer generated falsely elevated architect ca19-9xr patient results with recalled reagent lot 08851m500 compared to previous reagent lot 08055m500. The customer stated patient values doubled, however, biorad tumor marker quality controls and external rcpa quality controls were unaffected, although the customer observed a shift up in values with omni quality controls. The falsely elevated ca19-9xr results were reported out of the lab, however, the lab issued amended patient reports when samples were retested with reagent lot 08055m500. The customer performed troubleshooting of the issue by assay recalibration, alternate lot of calibrators, and testing on a different architect with no resolution. The customer was sent a new lot of reagent which resolved the issue. The customer provided an example of falsely elevated ca19-9xr results for sid (B)(4) generated with reagent lot 08055m500 and recalled reagent lot 08851m500 as follows: 21.15 and 31.20 u/ml, respectively. None of the falsely elevated results were questioned by the medical provider, and there was no adverse impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.